Event description:
The patient experienced sinus pauses and heart block. It was reported that during an atrial fibrillation ablation procedure, a farawave catheter was selected for use. At the beginning of the case, while placing supporting ep catheters, the patient experienced a 5 second sinus pause. During the ep study, no arrhythmias were induced; however, high grade av block was noted, and the conduction system appeared to be very fragile. After mapping with a non boston scientific mapping catheter, while advancing the fp catheter to the atrium (prior to delivering any pulses), the patient experienced another 6 second pause. Four baskets with rotation were carefully delivered, and four flowers were subsequently deployed. Between each flower, the physician monitored rhythm and paced as needed. At that point, it was determined that the patients conduction system was too fragile to safely continue, and the ablation was aborted. The patient remained on the table, and the team decided the best course of action was to proceed with emergent pacemaker implantation. The room was carefully switched over, equipment removed, and preparations made for the ppm implant. Throughout the procedure, all efforts were taken to ensure emergency pacing was available if required.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.